Event description:
The patient is reportedly experiencing sound quality issues. Programming changes were made and external equipment was exchanged; however, the issue was not resolved. Device revision surgery will be scheduled.